Event description:
The customer reported the ventilator alarmed and would not start up. The customer reported the monitor screen was black. The customer reported the ventilator was not in use therefore there was no patient involvement or harm. The manufacturers field service engineer (fse) was able to duplicate the reported problem and reported the ventilator restarted. The fse reported the device backup battery showed an old date so the battery was replaced and charged. The fse reported the unit was retested and the reported problem did not recur.